Event description:
The customer reported generated error message. Additional info was received from the field engineer on (B)(6) 2014. The fe found a communication failure, which resulted in a system lock up. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The generator power supply connections were evaluated, cleaned and reseated. The fbb and gib pcbs were reseated. The system was tested and found to be working as intended and returned to service.